Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the clinician could not interrogate the patient during a normal follow up and did not have an left ventricular assist device shielding kit. Clinician was able to isolate the left ventricular assist device and successfully interrogate.